Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she went out to eat and the insulin pump ran out of battery. When she was finally able to replace the battery she received a button error alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.